Event description:
It was reported via repair work order that the amber light on the foot end of of the power load would not turn green to indicate that the cot was locked down in the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the amber light on the foot end of the power load would not turn green to indicate that the cot was locked down in the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found through investigation that the power load foot end fastener assembly was malfunctioning, causing the power-load foot end status leds to not turn green. However, there were no issues that affected the overall functionality reported. This is not likely to contribute to or cause a serious injury or death as the power load could still load, unload, and lock the cot into the system.